Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted with no information other than that there may be a malfunction. Follow-up attempts were made to obtain more information regarding this explant procedure but were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead passed introducer test, the helix was found bent with tissue on it. If information is provided in the future, a supplemental report will be issued.